Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a good-known reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, and customer was therefore unable to receive glucose alarms. As a result, the customer experienced hypoglycemia. As a result, the customer received an ampoule of glucose provided by a non-healthcare professional as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A signal loss issue was reported with the adc device, and customer was therefore unable to receive glucose alarms. As a result, the customer experienced hypoglycemia. As a result, the customer received an ampoule of glucose provided by a non-healthcare professional as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.